Event description:
A malfunction alarm with code malf 12 was reported, and the customer¿s blood glucose level was not adversely impacted. Technical support provided information to reset the pump, assisting the customer in doing so. The malfunction did not recur after the reset, and it was advised that the customer could continue using the pump, with instructions to contact support if the issue reappeared.